Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the pump reset and safe state was due to end of pump life failure. The surgeon was going to explant the pump. No further information provided.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient came into the clinic because of a two tone alarm that began over a week or more ago. It was noted that there was a reset to safe state. No environmental, external, or patient factors were noted to have led to the issue. The pump logs were read and it was noted that a safe state began on (B)(6) 2016. The pump was programmed at minimum rate. The hcp was covering with oral medications and a call was placed to neurosurgery for replacement. It was noted that the pump was interrogated in an effort to restart it. The issue was not resolved and surgery was planned, but not scheduled. The patient was noted to be "alive - no injury". No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.